Event description:
It was reported that the patient has had several adjustments since the device was replaced, but a day after the reprogramming the stimulation does not work. The patient has felt stimulation in her legs and even in her chest. The patient stated the rechargeable device she had implanted in (B)(6) 2011 is a "joke." It was taking hours to recharge and she can never get a full charge. The patient has not used the device for three weeks and has not recharged in over a month. The symptoms started following a fall. The patient fell off a ladder in the fall of 2011 and was taken to the ER (emergency room). She did not have the system checked after the fall nor did she mention the fall to her physician or manufacturer representative. Additional information received reported that the patient's back is "not any good." She went a month without using the stimulation and she considered taking the stimulator out. The patient has felt stimulation in her legs, her feet and abdomen, but she needs stimulation in the small of her back. She only has one lead and the program cannot get the right spot and has not for a long time. The device sticks out a lot and was burning and itching. The patient went to the physician to have it checked, he did not like the way it looked and had her sent for a second opinion. The second opinion physician said the device looked fine. The device implant site is tender from time to time. The stimulation does help the patient, it just does not hit the right spot. When the patient fell back in (B)(6), she fell right across her back where the pain is when she fell backwards off of a ladder and on the rim of a sink. The patient told her physician about the fall and he did not suggest an x-ray. To date, the patient has not had an x-ray of her device or leads. Additional information received reported that the patient was still having concerns with her device or therapy but she has not sought further help.

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37702, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011. Product type: implantable neurostimulator. (B)(4).